Event description:
It was reported that balloon rupture occurred. The more than 90% stenosed target lesion was located in the moderately tortuous and severely calcified vessel in the kidney. A 7.0 x 80, 40cm mustang balloon catheter was advanced for dilatation. However, during inflation, the balloon was leaking. Visible pinhole was noted on the balloon material. The procedure was completed with another of same device. There were no patient complications reported and the patient's status was stable.